Event description:
The rptr stated the cuff on the hilo 7.5 endotracheal tube failed while the pt was being intubated. The endotracheal tube was removed and replaced. The packaging was discarded and there is no lot number for the tube. The clinical nurse specialist for the sicu did not know if this cuff was pretested, but it is routine practice for the anesthesiologists to pressure check the balloon prior to intubation.

Manufacturer narrative:
Return of the endotracheal tube for failure investigation has been requested.